Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon was performing a procedure and the company representative reported that a leaking valved trocar was observed. The procedure was completed by using trocar plugs. There was no harm to the patient. No sample is expected. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the custom pack provided was reviewed by the investigation site. The lot number seen on the pack matches the reported lot number for this complaint. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are 15 additional complaints associated with the lot for the reported issue. The root cause for the defect experienced by the customer cannot be determined. No additional action is required at this time. (B)(4).